Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with heavy tortuosity. Pre-dilatation was performed and the 3.0 x 28 mm promus stent delivery system (sds) was advanced, but could not cross the lesion. The sds was pushed several times, and the stent moved on the balloon. The device was removed without issue. A new sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Device (B)(4): against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was pushed several times when resistance was met. It should be noted that the (B)(4) promus everolimus eluting coronary stent system instruction for use (IFU) states: do not advance or retract the catheter if resistance/anomaly is met during manipulation. Continuing to advance or retract the catheter may result in damage to the vessels, separation of the catheter, tip damage and/or stent dislodgement. It is likely that the reported IFU deviation directly caused or contributed to the reported stent movement.